Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was 197 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.